Event description:
Same case as: 2134265-2014-03934 and 2134265-2014-03933. It was reported that motor drive unit does not pullback. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the lesion. It was noted that during procedure, motor drive unit does not pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the product was received in good condition. The unit passed the motordrive unit-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully underwent a contentious burn-in ¿overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-03934 and 2134265-2014-03933. It was reported that motor drive unit does not pullback. The ilab motor drive unit was used in conjunction with a bsc coronary catheter intended to visualize the lesion. It was noted that during procedure, motor drive unit does not pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).